Manufacturer narrative:
No medwatch form was received. The reported field event of a device reset was confirmed in the laboratory. Analysis found high voltage output circuit damage on the device, consistent with lead damage. An arc mark was observed on the device. The high voltage shock created the arc damage, which damaged the output circuit and caused the reset.

Event description:
It was reported that the patient received a shock while walking and became unconscious and had to be resuscitated. The patient was found to be in vf and was externally rescued by paramedics. Device interrogation revealed a device reset had occurred with a patient alert on (B)(6), and shocks were aborted. The lead was found to exhibit oversensing. During the explant procedure, an insulation anomaly was observed.